Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The test strips have not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). The date of the event is not known. The reporter stated the issue occurred in (B)(6) 2020. A sample from the patient was tested using the meter, resulting with a value of 4.7 inr. At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a value of 6.3 inr. The patient's therapeutic range was requested but was not provided.